Event description:
As stated on the independent repair statement customer alleged alarming issue: defective pilot valve is causing unit to alarm and shut down, and the key failure is the sieve beds are dusted.